Event description:
Chemical exposure; multiple staff members and myself whom are nurses require the use of the papr at work because the n95 does not fit us. Apparently the papr device is outdated that the company doesn't make pieces for it anymore. Apparently the hospital also placed batteries in the papr device that are not intended for use with the device. They also clean the hose for the papr with cidex. I know of at least 3 nurses including myself who experienced adverse effects after wearing our papr. I am concerned that the hospital is modifying a medical device with pieces that aren't made for it and I'm also concerned about the chemical cleaning process used to clean the papr hose. FDA safety report ID# (B)(4).